Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3.1 cubie sticking out and failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie sticking out and failed. A field service engineer found no failure icon displayed and was unable to access the hardware testing application due to a poor internet connection. The station was powered down, and the back panel was removed to reseat all cables connected to drawers 3.1 and 3.2. After securing all connections, the back panel was closed, and the station was powered back on. The customer performed an inventory of medications in the drawers to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.